Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocation / essure intra-myometral') in a 30-year-old female patient who had essure (batch no. B02267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and c-section. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced procedural pain ("lower abdomen pain"), lasting 15 days. In 2017, the patient experienced headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), abdominal distension ("abdominal swelling") and polymenorrhagia ("increased flow and frequency of menstruation including clots"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure dislocation / essure intra-myometral"), pelvic pain ("colic-like pain in lower pelvic area"), dysmenorrhoea ("severe pain during menstrual flow"), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("increase in vaginal secretion with odour"), vulvovaginal pruritus ("vaginal itching"), diarrhoea ("sporadic intermittent diarrhea associated with the menstrual cycle"), anxiety ("anxiety"), depression ("depressive disorder") and affect lability ("emotional lability"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, headache, nausea, dizziness, abdominal distension and polymenorrhagia outcome was unknown, the procedural pain had resolved and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety, depression and affect lability had not resolved. The reporter considered abdominal distension, affect lability, anxiety, depression, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, embedded device, headache, nausea, pelvic pain, polymenorrhagia, procedural pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure insertion was easy, both ostiums were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy test result: 3,78 mcg/l (reference value: 0.6 to 7.5 mcg / l). Gynaecological examination on (B)(6) 2015: prior to essure insertion uterus in avf, no iud, no uterine abnormalities. Human chorionic gonadotropin on (B)(6) 2015: not reactive. Ultrasound scan vagina on an unknown date: shows intra-myometrial essure. X-ray of pelvis and hip on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography. Lot number:b02267, manufacturing date:2013/02, & expiration date:2016/02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc. On 1-jul-2020: quality safety evaluation of ptc amended. Event expulsion was amended to non-serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocation / essure intra-myometral'), device expulsion ('essure dislocation / essure intra-myometral'), device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 30-year-old female patient who had essure (batch no. B02267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and c-section. Do not smoke. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced procedural pain ("lower abdomen pain"), lasting 15 days. In 2017, the patient experienced headache ("intense headache"), nausea ("nausea"), dizziness ("dizziness"), abdominal distension ("abdominal swelling") and polymenorrhagia ("increased flow and frequency of menstruation including clots"). On an unknown date, the patient experienced embedded device (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), pelvic pain ("colic-like pain in lower pelvic area"), dysmenorrhoea ("severe pain during menstrual flow"), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("increase in vaginal secretion with odour"), vulvovaginal pruritus ("vaginal itching"), diarrhoea ("sporadic intermittent diarrhea associated with the menstrual cycle"), anxiety ("anxiety"), depression ("depressive disorder"), affect lability ("emotional lability"), breast pain ("mastalgia"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint ain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, device breakage, headache, nausea, dizziness, abdominal distension and polymenorrhagia outcome was unknown, the uterine inflammation, pelvic pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety, depression, affect lability, breast pain, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, uterine pain, fatigue, loss of libido, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved and the procedural pain had resolved. The reporter considered abdominal distension, adenomyosis, affect lability, alopecia, anxiety, arthralgia, breast pain, coital bleeding, depression, device breakage, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, procedural pain, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure insertion was easy, both ostiums were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Allergy test - on an unknown date: nickel allergy test result: 3,78 mcg/l (reference value: 0.6 to 7.5 mcg / l). Gynaecological examination - on (B)(6) 2015: prior to essure insertion - uterus in avf, no iud, no uterine abnormalities. Human chorionic gonadotropin - on (B)(6) 2015: not reactive.. Ultrasound scan vagina - on an unknown date: shows intra-myometrial essure.; on (B)(6) 2019: follicular cyst, corpus luteum cyst, contraceptive device intrauterine eccentric in myometrium. X-ray of pelvis and hip - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography and fragmented. Lot number:b02267 manufacturing date:2013/02 expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2021: patient bmi added. Device removal added. Lad data on (B)(6) 2019 added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocation / essure intra-myometrial') and device expulsion ('essure dislocation / essure intra-myometrial') in a (B)(6) year-old female patient who had essure (batch no. B02267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and c-section. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced procedural pain ("lower abdomen pain"), lasting 15 days. In 2017, the patient experienced headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), abdominal distension ("abdominal swelling") and polymenorrhagia ("increased flow and frequency of menstruation including clots"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), pelvic pain ("colic-like pain in lower pelvic area"), dysmenorrhoea ("severe pain during menstrual flow"), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("increase in vaginal secretion with odour"), vulvovaginal pruritus ("vaginal itching"), diarrhoea ("sporadic intermittent diarrhea associated with the menstrual cycle"), anxiety ("anxiety"), depression ("depressive disorder") and affect lability ("emotional lability"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, headache, nausea, dizziness, abdominal distension and polymenorrhagia outcome was unknown, the procedural pain had resolved and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety, depression and affect lability had not resolved. The reporter considered abdominal distension, affect lability, anxiety, depression, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, embedded device, headache, nausea, pelvic pain, polymenorrhagia, procedural pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure insertion was easy, both ostiums were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy test result: 3,78 mcg/l (reference value: 0.6 to 7.5 mcg / l). Gynaecological examination - on (B)(6) 2015: prior to essure insertion: uterus in avf, no iud, no uterine abnormalities. Human chorionic gonadotropin: on (B)(6) 2015: not reactive. Ultrasound scan vagina: on an unknown date: shows intra-myometrial essure. X-ray of pelvis and hip: on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocation/essure intra-myometral'), device expulsion ('essure dislocation/essure intra-myometral'), device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 30-year-old female patient who had essure (batch no. B02267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and c-section. Do not smoke. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced procedural pain ("lower abdomen pain"), lasting 15 days. In 2017, the patient experienced headache ("intense headache"), nausea ("nausea"), dizziness ("dizziness"), abdominal distension ("abdominal swelling") and polymenorrhagia ("increased flow and frequency of menstruation including clots"). On an unknown date, the patient experienced embedded device (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), pelvic pain ("colic-like pain in lower pelvic area"), dysmenorrhoea ("severe pain during menstrual flow"), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("increase in vaginal secretion with odour"), vulvovaginal pruritus ("vaginal itching"), diarrhoea ("sporadic intermittent diarrhea associated with the menstrual cycle"), anxiety ("anxiety"), depression ("depressive disorder"), affect lability ("emotional lability"), breast pain ("mastalgia"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint ain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, device breakage, headache, nausea, dizziness, abdominal distension and polymenorrhagia outcome was unknown, the uterine inflammation, pelvic pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety, depression, affect lability, breast pain, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, uterine pain, fatigue, loss of libido, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved and the procedural pain had resolved. The reporter considered abdominal distension, adenomyosis, affect lability, alopecia, anxiety, arthralgia, breast pain, coital bleeding, depression, device breakage, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, procedural pain, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure insertion was easy, both ostiums were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Allergy test - on an unknown date: nickel allergy test result: 3,78 mcg/l (reference value: 0.6 to 7.5 mcg / l). Gynaecological examination - on (B)(6) 2015: prior to essure insertion - uterus in avf, no iud, no uterine abnormalities. Human chorionic gonadotropin - on (B)(6) 2015: not reactive. Ultrasound scan vagina - on an unknown date: shows intra-myometrial essure. On (B)(6)2019: follicular cyst, corpus luteum cyst, contraceptive device intrauterine eccentric in myometrium. X-ray of pelvis and hip - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography and fragmented. Lot number: b02267. Manufacturing date: 2013/02. Expiration date: 2016/02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocation / essure intra-myometrial'), device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 30-year-old female patient who had essure (batch no. B02267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and c-section. In (B)(6) 2015, the patient experienced procedural pain ("lower abdomen pain"), lasting 15 days. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced headache ("intense headache"), nausea ("nausea"), dizziness ("dizziness"), abdominal distension ("abdominal swelling") and polymenorrhagia ("increased flow and frequency of menstruation including clots"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), device expulsion ("essure dislocation / essure intra-myometral"), pelvic pain ("colic-like pain in lower pelvic area"), dysmenorrhoea ("severe pain during menstrual flow"), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("increase in vaginal secretion with odour"), vulvovaginal pruritus ("vaginal itching"), diarrhoea ("sporadic intermittent diarrhea associated with the menstrual cycle"), anxiety ("anxiety"), depression ("depressive disorder"), affect lability ("emotional lability"), breast pain ("mastalgia"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint ain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). Essure treatment was not changed. At the time of the report, the embedded device, device breakage, device expulsion, headache, nausea, dizziness, abdominal distension and polymenorrhagia outcome was unknown, the uterine inflammation, pelvic pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety, depression, affect lability, breast pain, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, uterine pain, fatigue, loss of libido, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved and the procedural pain had resolved. The reporter considered abdominal distension, adenomyosis, affect lability, alopecia, anxiety, arthralgia, breast pain, coital bleeding, depression, device breakage, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, procedural pain, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure insertion was easy, both ostiums were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy test result: 3,78 mcg/l (reference value: 0.6 to 7.5 mcg / l). Gynaecological examination - on (B)(6) 2015: prior to essure insertion - uterus in avf, no iud, no uterine abnormalities. Human chorionic gonadotropin - on (B)(6) 2015: not reactive. Ultrasound scan vagina - on an unknown date: shows intra-myometrial essure.. X-ray of pelvis and hip - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography and fragmented. Lot number:b02267, manufacturing date:2013/02, expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocation / essure intra-myometrial'), device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 30-year-old female patient who had essure (batch no. B02267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and c-section. In (B)(6) 2015, the patient experienced procedural pain ("lower abdomen pain"), lasting 15 days. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced headache ("intense headache"), nausea ("nausea"), dizziness ("dizziness"), abdominal distension ("abdominal swelling") and polymenorrhagia ("increased flow and frequency of menstruation including clots"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), device expulsion ("essure dislocation / essure intra-myometral"), pelvic pain ("colic-like pain in lower pelvic area"), dysmenorrhoea ("severe pain during menstrual flow"), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("increase in vaginal secretion with odour"), vulvovaginal pruritus ("vaginal itching"), diarrhoea ("sporadic intermittent diarrhea associated with the menstrual cycle"), anxiety ("anxiety"), depression ("depressive disorder"), affect lability ("emotional lability"), breast pain ("mastalgia"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), feeling abnormal ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint ain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). Essure treatment was not changed. At the time of the report, the embedded device, device breakage, device expulsion, headache, nausea, dizziness, abdominal distension and polymenorrhagia outcome was unknown, the uterine inflammation, pelvic pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety, depression, affect lability, breast pain, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, feeling abnormal, fatigue, loss of libido, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved and the procedural pain had resolved. The reporter considered abdominal distension, adenomyosis, affect lability, alopecia, anxiety, arthralgia, breast pain, coital bleeding, depression, device breakage, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, procedural pain, tremor, uterine inflammation, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure insertion was easy, both ostiums were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy test result: 3,78 mcg/l (reference value: 0.6 to 7.5 mcg / l). Gynaecological examination - on (B)(6) 2015: prior to essure insertion - uterus in avf, no iud, no uterine abnormalities. Human chorionic gonadotropin - on (B)(6) 2015: not reactive. Ultrasound scan vagina - on an unknown date: shows intra-myometrial essure. X-ray of pelvis and hip - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography and fragmented. Lot number:b02267, manufacturing date:2013/02, expiration date:2016/02. Most recent follow-up information incorporated above includes: on 24-aug-2020: new events added: essure found fragmented, mastalgia, edema, intense menstrual flow with clots, pain and swelling in legs, numbness, tremor, uterine perforation sensation, fatigue, loss of libido, bleeding during and after sexual intercourse, uterine inflammation, joint pain, mood changes, hair loss, suspicion of adenomyosis, abdominal fluid retention and generalized body pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.